Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a fluid leak from a cassette. There was a crack in the cassette near the patient line connector that had resulted in fluid leaking out of the cassette during prime. The caregiver resolved the issue by throwing the cassette away and starting therapy over with all new supplies successfully. There was no patient injury or medical intervention associated with this event. No additional information is available.